Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 188 mg/dl. Customer stated that the insulin pump was vibrating without an alarm. Customer stated that the insulin pump display went blank immediately after pump exposure to moisture. Customer stated that a constant tone was occurring. Constant tone stopped after the battery was put back in, then when he put the battery back in there was constant vibration, then each time he takes the battery out it will either be tones or vibrations. The customer was advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.